Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. The angiosculpt device was not returned, thus no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
The angiosculpt device was used to treat the mid lad artery. During the first inflation, the balloon ruptured at an unknown pressure. The procedure was completed with a new angiosculpt device. No patient injury reported. This product problem is being submitted because it is unknown if the balloon ruptured above the rated burst pressure (rbp). There is potential for harm if it were to recur.